Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency, and operational context may have contributed to this event. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that the implant broke as the surgeon was about to implant it in the patient.